Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. The reported treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending (lad) coronary artery. A 2.8x16 rx graftmaster covered stent was advanced without resistance, but this device was unable to be inflated at all. A balloon leak was suspected but was unable to be confirmed. Thus, the 2.8x16 rx graftmaster was withdrawn without difficulty, and intact. A 3.5x19 rx graftmaster was deployed without issue at a maximum pressure of 15 atmospheres and successfully sealed the perforation with a good patient outcome. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.